Manufacturer narrative:
.

Event description:
The complete article titled "long term effect of vagus nerve stimulation in pediatric intractable epilepsy: an extended follow-up" was published and reviewed. It was reported that one vns patient with an initial effect of 40% seizure reduction with the vns therapy, started to have more frequent seizures after 4 years of vns. It was reported in the article that during the study period one vns patient died due to a possible sudep. It was also reported that 2 patients had their vns devices removed due to local infection. The manufacturer report # 1644487-2016-00321 involves the patient with an increase in seizures. The manufacturer report # 1644487-2015-06031 involves the first patient with an infection. The manufacturer report # 1644487-2015-06032 involves the second patient with an infection.